Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency room treatment while using the ilet. This situation can result in acute metabolic decompensation requiring urgent medical evaluation and is consistent with the reported emergency room visit and IV fluid treatment. Engineering log review indicated the ilet was functioning as intended, with alerts generated appropriately and no device malfunction identified. Device data was not directly available under the reported 2025 date because the pump date was set incorrectly; review of the corresponding 2024-06-23 logs, treated as the event date, showed findings consistent with cgm glucose reading inaccurately low while insulin delivery remained manually paused, which likely contributed to the hyperglycemic event. Based on available information, no ilet device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 26-jun-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia, with a fingerstick blood glucose of 570 mg/dl, and was evaluated in the emergency room after low cgm readings were reported overnight. The user was treated with IV fluids and released the same day. The user resumed use of the ilet and no long-term health effects were reported.